Event description:
The tech alleged that the power control board had corrosion present and did not function. No pt impact.

Manufacturer narrative:
The tech replaced the power control board to resolve the issue.